Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced high blood glucoe (bg) and infusion set leakage event on (B)(6) 2025. No further information available